Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with the sternal incision of the electrode being open. This patient's electrode incision has opened up twice previously since implant, requiring revision both times. This patient is very large and it is unknown if this is causing the incision to reopen or if the patient is manipulating the incision site. In addition, the physician stated that the patient also has lupus and there is a possibility the patient is suffering from a connective tissue disorder. The s-ICD has been turned off and the patient has been admitted to the hospital. Boston scientific technical services (ts) was contacted and discussed the possible reasons why the incision could continually be reopened with this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional further information about this event have not been successful. According to our medical records, this electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.